Event description:
It was reported that two pdl instruments were broken. These items are not repairable. No further information was provided. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history record review could not be performed as the records could not be identified. The device is over 9 years old. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: an adjustable stop (pdl208 lot a70a11) was received broken off inside a prodisc-l trial implant (pdl222 lot a7oa10). The trial implant appeared to be in good condition. The adjustable stop (pdl208 lot a70a11) and prodisc-l trial implant (pdl222 lot a7oa10) are components of the prodisc-l instrument set (pdl1000). Per the technique guides, the prodisc-l system is intended to replace a diseased and/or degenerated intervertebral disc of the lumbosacral region, between l3 and s1. Following a discectomy, end plate preparation and remobilization at the effected region, trails are placed into the disc space to determine the appropriate implant footprint, lordotic angle and disc height. The adjustable stop is inserted into the proximal end of the trial and can be adjusted to allow the trial to be positioned more posteriorly. The top level drawings for both the adjustable stop and the trial implant used at the time of manufacture were reviewed and found to be suitable for their intended use. The adjustable stop and the trial implant were found to have met the drawing specifications. The adjustable stop inner shaft was broken flush with the top of the housing with the threaded tip fully engaged with the trial implant and unable to be removed. The remainder of the adjustable stop was not returned. No faults were identified with the trial implant. The complaint condition of broken for the adjustable stop is confirmed as the instrument failed. The complaint condition of broken for the trial implant is also confirmed, as the broken fragment of the stop is not able to be removed which will keep the device from functioning as intended. It is likely that excessive force while inserting the adjustable stop when led to the failure; no design deficiencies were identified. Complaint history, sales data and manufacturing drawings were reviewed and found to be suitable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two pdl instruments were broken. Scrub technician attempted to advance the screw for the trial stop while setting up for the case. The screw broke off at the back table and was thrown away, however the trial can no longer be used properly. There was no patient in the room and no delay in case. These items are not repairable. No further information was provided. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device was returned broken off in another device on (B)(6) 2014. It was not discovered until that device was being inspected on (B)(6) 2014. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.